Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon described lacking control of the endowrist curved-tip 30 stapler and movements were not being mimicked on arm 4 when surgeon was using the stapler. When the surgeon pulled the stapler back (using master), the stapler would turn about 45 degrees rather than moving straight back. A white reload was used. The customer replaced the defective stapler with new one. The issue was somewhat resolved. It did not happen with sureform 45 stapler or other instruments on the same arm. The customer tried to fix issue by redocking arm and reseating adapter, but this did not fix the issue. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: they need to cancel this product complaint as they believed the issue was caused by the angle of the stapler being greater than what it can handle. The same situation came up with the same surgeon at a different hospital and it was rectified using the sureform stapler.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endowrist curved-tip stapler 30 for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: this instrument has limited movements past 27 degrees of articulation vertically and the surgeon was trying to use it past this point, hence why it did not respond in the intended way. The movements of the surgeon did not scale appropriately to the instrument, the observed rotation was greater than expected. There were no instrument-to-instrument or system arm-to-arm interference, or any external collisions observed. The issue occurred about 30 minutes after the surgeon was on the console, and the issue was persistent. The stapler was intended to be used over a pulmonary vessel. Once the wrist was flexed past 27 degrees, the stapler end would not rotate with 1:1 movement and would rotate in a ¿helicopter¿ type motion. The device was inspected prior to use and no damage was identified. No photographic images of the device(s) or a video recording of the procedure are available for isi review.